Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was under 25 mg/dl. The customer stated that he had issues with the meter which caused his to have low readings. The customer stated that he woke up to the fire department which had come out to him on thursday. The customer was treated with an IV at the hospital. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump communicated properly with the blood glucose meter. Unable to download the pump using care link pro. The problem was isolated to the mother board. The pump was received with minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.